Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they kept receiving a power error detected alarm on the insulin pump. The customer stated they had previously called to report battery issues on the insulin pump. The battery would not last a day. They were told to reset the insulin pump. The customer reported that the insulin pump had been alarming all night with replace battery and power off. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They reviewed the alarm history. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated the battery was not previously used. Customer stated the insulin pump was not dropped. It was the second occurrence of replace battery now alarm without a low battery warning. The device will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No displacement anomalies noted during testing. No unexpected battery type anomalies, power error failure 25 alarms or power off messages noted during testing. Pump error 25 alarms were triggered when the lithium backup battery was less than 3.50 volts for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Multiple pump error 25 alarms, replace battery alerts/alarms and replace battery now alarms noted in the pump history file due to connector resistance issue. Connector for printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, corrosion on force sensor assembly and moisture damage on motor assembly.